Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to deploy the infusion set applicator so it would lock into place and could not attach the set to the body, consistent with an infusion set deployed incorrectly or a connector not attached correctly for the ilet system with a reported blood glucose of 313 mg/dl. Troubleshooting identified that the user had not unwound the tubing prior to pulling the applicator. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful site application after guidance, resumption of insulin delivery, and shipment of replacement supplies without hospitalization. Investigation of this case revealed user handling error related to setup technique, with correct function achieved after unwinding tubing and redeploying a new set. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.